Manufacturer narrative:
A visual inspection was performed on the returned used headset. In the visual inspection found the soft cannula was kinked. There is no indication that a nonspecific product had been delivered to the customer. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Event description:
On (B)(6) 2013, the patient reported his blood glucose was elevated over 500 mg/dl and he was vomiting. He drove himself to the hospital where he was treated with an IV of saline fluids and insulin. The patient's normal blood glucose range is 100-180 mg/dl. The patient attempted to self-treat at home before going to the hospital. He stated when he removed the infusion set he cannula was bent. He had been using the infusion set for about 19 hours. He inserted another infusion set after his blood glucose levels began to rise and when he removed that infusion set he found that cannula was also bent. The patient stated that there were no insulin leaks. The infusion sets and insertion device were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.